Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the returned sensor failed continuity testing due to a damaged flex cable causing an exposed inner shield circuit, and a short between the emitter shield and solder joint assembly. When connected to a philips monitor, a ¿sensor malf" error message is displayed. In this condition the sensor is unable to engage in monitoring activities. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported that when using a comparator device, the readings were "obviously not the real number." The pulse ox continued to scan, but does not successfully read a value when the patient continuously moves. No consequences or impact to patient were reported.